Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse changed out right hand flat panel on the ssc due to no picture. The system tested and verified as ready for use. The high resolution stereo viewer (hrsv) was returned for further investigation; however, evaluation/investigation has not been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A system log review was performed. Per the review, the following was confirmed: the procedure was a cholecystectomy performed on (B)(6) 2022 on system sk34043. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer aborted after the start of the procedure due to loss of right eye at the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a customer contacted technical support and the technical support engineer (tse) was informed that they aborted a case due to loss of right eye vision on the surgeon side cart (ssc). The customer stated that they tried rebooting, multiple scopes and also noted that they could cycle between left and right eye on the touchscreen and that only the ssc was impacted. The procedure was aborted with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the high resolution stereo viewer involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported event. No image and main board had defect. The main board was replaced. The root cause of this failure is attributed to a component failure.